Manufacturer narrative:
On 10/13/2019, it was erroneously omitted in section h10 of the initial report that this report contains supplemental information for mentor psr reference number (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/19/2017, the mentor failure analysis lab has received the device for evaluation. Concomitant product: mentor memorygel breast implant 350 cc , left sn (B)(4), ref 3503501bc, lot number 6640816. Reason for device explant and/or reoperation: rupture. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. On 11/28/2017, device evaluation and investigation findings: upon receipt by mentor, the device weighed 158.7gr. No foreign material was observed within the device and gel was observed on the shell surface. Upon receipt the device was severely rented, it was returned in two sections. Microscopic examination gave no indications as to cause. No other anomalies were discovered. Mentor performs 100% inspection and testing of all devices prior to release, pe concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. A possible cause of the failure could not be determined. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Because pe was unable to confirm any unusual failure mode, no corrective action will be taken at this time. This device report is being submitted as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6)-year-old female patient underwent a breast augmentation primary with a mentor memorygel breast implant 350 cc and experienced right rupture. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 350 cc on (B)(6) 2017 . On 9/17/2019, mentor became aware that previously submitted psr reference numbers (B)(4) were duplicated. Any additional event information received will be submitted under this manufacturer¿s report number 1645337-2019-21547.

Manufacturer narrative:
On 10/14/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).